Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced shortness of breath while performing therapy on the homechoice device. The patient was connected at the homechoice during dwell one of four at the time of the event. It was reported that the patient contacted global technical services requesting assistance to get disconnected from the homechoice needing to go the hospital for shortness of breath. It was not reported if the patient was hospitalized for the event. Treatment and patient outcome was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that the cause of the initial reported event of shortness of breath was due to an unrelated event. As the initial reported event of shortness of breath was due to an unrelated event, the reported event of shortness of breath is no longer a reportable serious injury. The device is no longer considered suspect product. The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.